Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: pain. Update received - reason for revision - alval, cobalt/cromium - rising levels 4th product provided - corail 2stf size 10. Update - amended hip side and surgery date taken from (B)(6) dated 31st may 2013. Right side not left as previously stated. Update - added form 73 and reason for revision taken from form 73 dated 14th june 2013 alval, metallosis. Update received: 29th august 2013 - added patient details: name and date of birth, amended implant date: (B)(6) 2008, added further reason(s) for revision: high levels of chromium and cobalt in blood stream (metallosis), pain, metal staining on soft tissue, poor ingrowth of acetabular component and fibroud tissue and attached legal letter. Please note legal letter states surgeon advised there was no evidence of alval. Update 6 oct 2015: this com has been duplicated by (B)(4). (B)(4) will be voided. All info and attachments from that com will be added to this complaint - to be marked as legal and (B)(6). All missing mw fields and product details will also be added to this com. (B)(6) 6 oct 2015